Event description:
It was reported that during a follow-up, the left ventricular lead exhibited high thresholds. The lead was explanted and replaced. Following the procedure, the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal lead characteristics.